Manufacturer narrative:
Sections b5, g3, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the tricuspid valve regurgitation, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 lvas instructions for use lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that this event was determined to be resolved/recovered on (B)(6) 2020.

Manufacturer narrative:
Onset of valve regurgitation and episodes of heart failure reported in related manufacturer report number: 2916596-2020-03746. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2020 due to ongoing tricuspid valve regurgitation and episodes of heart failure. Echocardiograms were performed on regular basis for valve monitoring. The patient was treated as a heart failure patient with medication and therapy adjustments required. The patient was reported to be stable and still hospitalized for heart failure monitoring. No further information was provided.